Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic surgery, the balloon did not inflate. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon, valve seal, and converter doors were intact. The inflation syringe and obturator were also received. Functional testing was performed by inflating the balloon with the received syringe, and no leaks were detected. The valve door opened and closed properly when the button was pressed, and the converter doors moved and locked in place as expected. A test insufflation bulb was attached to the port, and air flowed freely through the tubing and cannula. A water bath test revealed no air bubbles, confirming the absence of leaks. It was reported that the balloon did not inflate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of broken lock collar. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.